Event description:
Procedure: pediatric surgery. According to the reporter: the surgeon called to report a dehiscence of a forehead laceration due to the use of the product. A child came to the emergency room (ER) with an approximate 1 centimeter laceration to the forehead. The wound was cleaned and the product was applied with the applicator tip. The wound edges were approximated, product applied twice, and wound edges held together for approximately 2 minutes. A bandage was placed over the wound and instructions were sent home for wound care. The child returned to the ER the next day with dehiscence. The ER doctor who saw the patient reported the product appeared "flaky" and easily removable. Another product was applied to the wound and the patient was sent home.

Manufacturer narrative:
(B)(4).